Event description:
Customer reported she experienced high blood glucose. Customer stated she received a no delivery alarm on (B)(6) 2015 which was resolved by a complete set change; blood glucose at the time was 407 mg/dl. Customer also reported she had been having issues with no deliveries for about four hours the day of the call. Blood glucose value was 358 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and pump alarmed no delivery. She was then instructed to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing; insulin exits the tubing. Customer called back and stated that she did not feel comfortable wearing the insulin pump since it alarms even while being disconnected and requested a replacement. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. Device received with cracked case at display window corners and cracked reservoir tube lip.